Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the system did not boot up successfully. Upon troubleshooting fse switched single phase ups to bypass and mpd relay started clicking. Fse checked and found relay within mpd unit failed. To resolve the issue, fse replaced the mpdu (mains power distribution unit) replacement assembly. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not boot up successfully. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.